Event description:
It was reported that during a port placement procedure, the guidewire was allegedly stuck into the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port kit. Following components were received: one powerport slim implantable port, one cath-lock, one catheter, one introducer needle, one right-angle non-coring needle, one straight non-coring needle, one j-tip guidewire, one guidewire hoop, one 6.5fr introducer peel-apart sheath and vessel dilator, one tunneler, one vein pick and one sealed safety infusion set were returned for evaluation. Gross visual, microscopic visual and dimensional evaluations were performed. The guidewire was uncoiled and stretched and a bent was noted to the j-tip of the guidewire. Both the round and flat core wires were noted to detached from the distal tip. Therefore the investigation is confirmed for the identified material separation, stretched and deformation issue. However the investigation is inconclusive for the reported physical resistance issues, as the exact circumstances at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire did not advance when inserted after puncture. It was further reported that the guidewire was allegedly stuck into the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.